Manufacturer narrative:
The field service engineer changed the sample and reagent probes and cleaned the syringe line. Performance testing was run and quality control data was checked.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys total psa immunoassay on a cobas 8000 e 602 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a total psa value of 39.52 ng/ml. The sample was repeated twice on a second analyzer, resulting in values of 0.883 ng/ml and 0.871 ng/ml. The value of 0.883 ng/ml was reported outside of the laboratory to a physician. 5 samples tested before and after the complained sample were repeated and results did not fluctuate. The psa reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
No further data was provided for investigation. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.